Event description:
This case was reported by a facility in france on 12 february 2025. Customer states that after the injection of optiray 350 using the optivantage injector, air was injected. Sex and age of patient female 82 years old - product injected optiray 350 500 ml bottle - adverse reactions reported none - treatment and management of the patient following this injection of air bubbles none - resolution or not of the effects observed. No effect - incidents observed involving medical devices none.